Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative. It was reported that the patient called the healthcare professional (hcp) over the weekend and stated that there was lots of drainage from the implantable neurostimulator pocket site. The patient was admitted to the hospital for intravenous antibiotics. It was reported that the environmental, external, and patient factors that may have led to the issue were unknown. There were no diagnostics or troubleshooting performed. It was reported that cultures were taken and negative over the weekend. It was also reported that cultures were also taken intra operatively. The issue was reported to be unresolved at the time of report. It was reported that the device was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.